Event description:
The iab was defective. This was the only info at the time of the initial report. On 9/4/97, datascope was notified that the iab would not be returned for evaluation. Event complications: unk - rpt'd 3/26/97. Pt current status: unk - rpt'd 3/26/97.

Manufacturer narrative:
Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation: the product was not returned or released to datascope for evaluation.